Event description:
It was reported that the ilet pump¿s display screen was split in half, consistent with a screen bezel separation/device display malfunction. Symptoms included no adverse clinical effects. Outcomes included device replacement logistics, continued use of backup therapy, and continued cgm use via the dexcom app or receiver. Investigation included confirmation of device identifiers, user education on shutting down the device to prevent further alerts, guidance to sync data before return, verification of address and delivery timeline, and instruction that data will not transfer and a full startup will be required. Investigation of this case revealed a hardware display defect affecting the screen assembly with no associated alarms or therapy interruption reported. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure associated with the display assembly.

Manufacturer narrative:
Initia.